Event description:
A pt reported passing out because pt could not use pt's ot profile meter for about 10 days. Pt rec'd a new checkstrip and it broke easily. Because pt could not use the meter, pt was guessing. On the event day, pt experienced an insulin reaction at pt's work place and was treated with candy and orange juice. A check strip test failed during troubleshooting with a "ccr". No additional info has been reported.